Event description:
End user called to complain of low results with the calibration test. The device was replaced after verification of complaint by phone. The defective one was returned for investigation.